Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient noted that she had bilateral knees done a long time ago. One of her knees (unknown side) "did not take". When the patient was asked for more specific information, she responded with "there are three parts in there and one did not take". She was unable to give any further information. She requested that we do an investigation and requested a customer correspondence letter when the investigation is completed. The patient has been experiencing a permanent limp and difficulty with walking. It was unclear if the patient had a revision or not. Doi: unknown; dor: none reported; unk knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.